Event description:
The defect in the anulus was tight, and the implant got caught in the annulus and buckled. The implant was impacted to try and push through the obstruction, but didn't succeed. The surgeon made a surgical intervention and used a removal tool to remove the damaged device and this caused some minor damage (bone removal) to the vertebra beyond what is considered trivial. No negative patient effects were reported.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.